Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot numbers h12k01010 and h12l05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy. Dianeal therapy was ongoing. The patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment rendered was not reported. The patient had recovered from this peritonitis event.